Event description:
It was reported that the aiming beam stopped during laser irritation during a prostate procedure. There was no report that any part of the device remained in the patient. The procedure was completed with a second fiber. There was no patient injury.

Manufacturer narrative:
The manufacturer assigned model number 0010-2093 is designated for (B)(6) distribution. This report is being submitted as the model 0010-2093 is identical in design and manufacture to the commercially available model 0010-2090 angled delivery device, greenlight (k062719). Fiber analysis: the fiber cap was found to be detached; fiber was broken proximal to glue zone. The fiber cap was not returned by the customer. The fiber/cap conditions would result in forward firing. It was reported that 150,116 joules were used during the case. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and or and anatomical/procedural factors encountered during the procedure, resulting in cap detachment.